Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-nov-2018 with the following findings: the display screen was dim and discolored. A test display was installed and functioned appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hypoglycemia while on insulin pump therapy evidenced by blood glucose measuring 30mg/dl. The patient reports having symptoms of sweating, blurred vision, confusion and pounding heart. Patient self- treated with juice and food for hypoglycemia. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a display issue it was reported that the display is dim and fading and difficult to read.